Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in the operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿. The reported error code e216 issue may have been caused by damage to the image sensor unit or failure of the mounted components. However, the root cause was not definitely established during investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional evaluation findings are as follows: the bending section cover or distal sheath, universal cord, video connector, switches 1 and 3 had a scratch, the adhesive on the bending section cover or distal sheath had a chip, due to wear of angle wire, the bending angle in the up direction does not meet the standard value, and the right and left plate, and video connector were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the deflectable videoscope had generated noise, including vertical and horizontal lines spotted. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: image disappeared during angulation in right and left directions due to damage to the charged-coupled device unit, and, an e216 scope communication error occurred. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.